Manufacturer narrative:
Medtronic received the following information from a journal article entitled; takayasu¿s arteritis and acute type b aortic dissection treated with a stent graft mazumdar e, white rd, williams im vascular 2021, vol. 29(5) 657¿ 660 doi: 10.1177/1708538120971988. Concomitant medical products: other relevant device(s) are: unk-cv-sr-val-cap, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with a 24 hour history of sudden onset right sided pain. A diagnosis of a complicated type b aortic dissection was made and the patient underwent a tevar procedure 8 days after initial presentation. During the procedure, direct puncture of the left femoral artery was performed under ultrasound guidance, on which the vessel was seen to be small and thick walled. Pelvic angiography was performed but on insertion of the introducer, the 5 f sheath occluded the left external iliac artery and a decision was made to use the right common iliac artery (rcia) as access. A midline laparotomy was performed and an 8mm diameter prosthetic conduit was sutured to the exposed rcia. Two overlapping valiant captiva stent grafts were implanted. The length of thoracic aorta covered was 215mm with the proximal origin of the covered stents distal to the lsa (not covering the ostium). The distal extent was just proximal to the origin of the ca. The graft oversizing was 10% and a double curved non mdt stiff guidewire was used with no balloon moulding performed. Post-tevar, the chest pain immediately resolved with no evidence of lower limb neurology and after three days the spinal drain was occluded and removed with no lower limb neurology observed. A six-week surveillance CT scan was undertaken showing resolution of the breach in the thoracic aortic intima/media with non-flow-limiting. Of the subadventitial plane. A new finding was a left common carotid artery (lcca) origin dissection which has been treated with anti platelets. Six-week and six-month surveillance CT scans showed no new abnormalities, with thrombosis of the false lumen evident. It was suggested that the new finding of the localized dissection at the lcca post-operatively, may have possibly been as a result of a retrograde dissection or even trauma from the guidewire used. No additional clinical sequelae were provided and the patient is fine.